Manufacturer narrative:
The investigation is completed. The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the event. A review of the log-file could not be done because the log-file for the day of the treatment is not available. No technical root cause could be determined, system is performing within specifications. (B)(4).

Event description:
A center director reported a case of corneal haze, in one right eye three months post lasik. Reporter informed that the patient presented with eye burning and blurry vision, and was noted to have ebmd (epithelial basement membrane dystrophy). Patient symptoms are reported to be continuing.